Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance gradually rose until it triggered an alert due to high values. Additionally, high threshold values were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.